Manufacturer narrative:
H6 c19: a review of the manufacturing records indicated the device met pre-release specifications. H6 c21: engineer evaluation of the device is pending completion. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for a stenotic lesion of a vascular graft shunt using gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) in the left arm. The vascular graft was intentionally punctured by a 6-fr×3 cm non-gore sheath and a 0.018 inch×300 wire was inserted. Then a 6mm×10cm viabahn device was deployed at the target area. Reportedly, during deployment, the deployment line got stuck and the viabahn device did not fully expand. The physician attempted to move the catheter and the deployment line, however, the deployment line was stuck at the same place and the viabahn device remained undeployed for about 2 cm. The viabahn device was surgically removed, and the procedure was aborted. Additional surgery is being planned for replacing the vascular graft.

Manufacturer narrative:
H6: engineering evaluation: the returned device was determined to be consistent with the product listed within the complaint by means of labelling and device features. The device was returned with a severed dual lumen catheter with a segment attached to an exposed and kinked distal shaft partially contained within a returned vascular graft. The dual lumen segment attached to the hub assembly was also returned with detached deployment knob and knotted deployment line. A section of the endoprosthesis was visible through a hole of the returned graft and appeared expanded. The distal tip and remaining sections of the length of the endoprosthesis could not be observed. Cutting the vascular graft was not attempted. An assessment of deployment was not possible due to the condition of the returned device partially contained within the vascular graft and with severed delivery system components. Engineering evaluation of the returned device could not establish the cause for the reported deployment failure. H6: removed code c21 and added engineering evaluation under h10. Removed code d16 and added code d15 under investigation conclusions.